Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure completed with a different device. There were no patient complications nor injuries reported.